Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy (calcium) induced the difficulty to open and close and the cuff miss. In this condition the foot can be miss directed and not closed fully if the foot interacts with the cuffs, link, suture, or tissue thus preventing the foot from fully closing inhibiting removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices with reported issues referenced in event are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with three prostyle devices after a superficial artery interventional procedure using a small bore hole. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. When pulling out the third prostyle device, it was found that the prostyle footplate was not completely retracted. A fourth prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.